Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation, as the device was discarded after the event occurred. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported that the introducer in the kit was difficult to insert due to the transition between the introducer and the dilator not being smooth. It was reported this was noted with seven kits. This file addresses the second kit.